Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient no longer has access to sound with the device. In situ testing has shown an increasing number of channels with high impedance through time. An accident or trauma is unknown. Revision surgery is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Other damages found during investigation are most likely related to the removal surgery. This is a final report.

Event description:
The patient no longer had access to sound with the device. Incident of accident or trauma is unknown. The patient was re-implanted.